Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not bootup successfully. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the motherboard and hard disk drive bay on the pc were malfunctioning. The defective host pc was returned for failure analysis and confirmed that the failed component was dimms and failure description was wrong components. Due to wrong component, the dimms may not function as intended, leading to issues with the system's host pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not bootup successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.